Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an apollo micro catheter was returned for analysis within a shipping box; within an opened apollo micro catheter outer carton and within an opened apollo micro catheter inner pouch and within a plastic bag. Visual inspection/damage location details: the apollo micro catheter total length was measured to be ~171.9cm. The apollo usable length was measured to be ~164.7cm which is within specification (specification 165.0cm ± 2.5cm). The apollo distal floppy segment was measured to be ~25.7cm which is within specification (specification 25.0cm +2cm -1cm). No flash or molded voids were observed with the apollo micro catheter hub. The catheter body appeared to have a rupture at ~22.7cm from distal tip. The detachable 5.0cm tip was found to be intact. No damages were found with the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿catheter separation/break¿ was confirmed; however, the root cause was unable to be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after washing the apollo microcatheter and removing it from the protective sheath, a fracture was observed at the proximal end of the microcatheter. A replacement product was used the procedure. There was no patient involvement with the event.